Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause was traced to component failure. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited ¿minor scratches on objective frame¿. There was no patient involvement.